Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # ep-200152/ act artic e1 hip br/lot # 886660, item # 650-1055 / cer bioloxd option h/lot # 2950522, item # 650-1068/ cer option type 1 tpr slev/lot # 2955132. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00318.

Event description:
It was reported patient underwent hip revision surgery after experiencing recurrent dislocation of her tha. The patient currently had an active articulation construct that was the result of a conversion of a metal on metal magnum construct to active articulation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.